Event description:
The customer reported the system is mixing up images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended. (B)(4).